Manufacturer narrative:
E1 initial reporter phone number- (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during ipg implant procedure on (B)(6) 2025, patients lead pulled of place. As a result, patients lead was explanted during the procedure to address the issue.